Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Kw 05-06-2021. It was reported aesculap ag that a caspar distraction pin 14mm (part # ff904sb) was used during an unknown proccedure performed on (B)(6), 2021. According to the complainant, the screw broke during surgery. Rupture with intraosseous sequestration of a caspar distraction screw during the intervention of a cure for c6-c7 pseudo-arthrosis and installation of osd plate. Consequence: persistence of material at level c6. A fragment of the broken device reamined in situ. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).